Event description:
During placement of a gastrostomy tube, the physician used a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set. An incision was made in the abdomen. During placement of the gastrostomy tube, difficulty was encountered when pulling the tube through the incision site. The physician increased the incision size and still encountered difficulty pulling the tube through the incision site. The tube was removed through the mouth and another device was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. When info was requested regarding if the pt experienced any adverse effects, the complainant indicated the pt was required to be under anesthesia for a longer period of time and was already in dire situation. Several attempts were made in an attempt to collect additional info regarding pt impact. The complainant did not provide any additional comments related to this event.

Manufacturer narrative:
The info in this report was provided to us by our distributor in (B)(4) on behalf of a medical facility in (B)(4). The medical facility in (B)(4) involved in this report is listed. The contact details for our distributor in (B)(4) are: (B)(4). Eval: our laboratory eval of the product said to be involved could not confirm the report as it was described. The only component included in the return is the loop wire located at the end of the tapered section of the feeding tube. A small section of the loop insertion wire is missing. The missing section is estimated to be 0.5 cm in length. From the appearance of the loop edge, it is likely the loop had been cut with scissors prior to return. The complainant specified that a section of the device did not remain inside the pt's body. We were unable to conduct a full eval due to the condition of the returned product. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in (B)(4) inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete eval. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. We requested info related to the length of the incision made in the abdomen, but this info could not be provided. Difficulty passing the gastrostomy tube through the incision site can occur if the incision through the skin is less than 1 cm in length or does not completely penetrate the abdominal wall into the stomach. The instructions for use for this product instruct the user to make a 1 cm incision to facilitate passage of the feeding tube. A smaller or incomplete incision may cause resistance when the gastrostomy tube exits the incision site. Inadequate lubrication of the feeding tube prior to placement could contribute to difficulty passing the gastrostomy tube through the incision site and subsequent tube separation. The instruction for use for this product line instructs the user to lubricate the tube thoroughly and over the entire length. This activity will aid in smooth feeding tube placement. Prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: this type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. No further action was taken at this time. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.